Manufacturer narrative:
Additional information: on april 23, 2021, the mentor failure analysis lab received the device for evaluation. On april 24, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had a crease/fold on the anterior view. Additionally a tear was noted in anterior view within crease/fold measuring approximally 0.2 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on may 28, 2021, mentor became aware that the patient underwent device removal and replacement with 450cc mentor memorygel breast implants, catalog number 3504504bc, serial numbers (B)(6) on the left side and 9538101-026 on the right side on march 10, 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with 375cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed with a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient is scheduled to undergo device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).